Event description:
Patient revised for infection, found osteolysis and loose femoral component and tibial tray.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening without the products to examine. Infection after approximately 2-1/2 years of implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.